Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had begun to emit beep tones after an eri (elective replacement indicator) battery status was reached. It was further reported that the eri was believed to have been triggered by a long charge time. The physician is concerned about the longevity of the ICD.